Event description:
The lead was returned to the manufacturer after being explanted and replaced due to an upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: product ID 5024m-58 lead, implanted: (B)(6) 1995; hm342r29h tissue valve, implanted: (B)(6) 1990. (B)(4).